Event description:
It was reported that the right ventricular [rv] lead high voltage [hv] impedance measurements have been trending slightly upwards. It was also reported that an alert was triggered due to high hv impedance measurements. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012 and (B)(4) 2012. Weekly pace lead impedance trend data shows an increase for minimum and maximum ventricular pace bi impedance equaling 646 to 1311 ohms peak between (B)(4) 2010 and (B)(4) 2012.